Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on informaiton obtained from the user facility . Any information not included in this section or any other section was na at the time of submission of this medwatch reprot to the FDA. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch reporte will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference # tw134329 / a00024940- date filed: 22 june 2006

Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic egd procedure for treatment. The clinician stated, the resolution clip device would not fully deploy and its jaws would not fully open. The patient did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.